Event description:
It was reported the device had no output. The patient's heart rate was below 20 beats per minute and the patient experienced syncope and cardiogenic shock. The device was explanted and replaced. No further patient complications have been reported as relates to the event, and the patient is reported they have been discharged from the hospital "feeling good."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.